Manufacturer narrative:
(B)(4). Date sent: 6/01/2026. D4: batch #unknown. Additional information was requested, and the following was obtained: our customer experienced unintentional firing while device handling. During the period, nurse was careful not to touch the firing trigger, and she said it was unintentional fire. After that, with clamping ech60r and grasp handle strongly, unintentional motor sound was heard. Staff didn¿t touch any buttons. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished ech60c, with lot number a98r8w, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, after loading a green reload cartridge into the echelon main body, an attempt was made to set the staple line reinforcement. However, the anvil could not be detached from the applicator. While repeatedly attempting this, the device fired unintentionally. Afterward, when the handle was squeezed to its limit (including the play in the handle) with clamping the echelon, a ¿whirring operating sound was heard¿. The cartridge color was green. Another competitive device was used to complete the case. There were no adverse consequences to the patient. No additional information was provided.